Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection. On an unreported date, the patient was treated with gentamycin for the event. Pd therapy was ongoing during treatment. The cause, patient hospitalization and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.